Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2000; 4076 implantable pacing lead (B)(6) 2006; ixw1814c75xh stent graph (B)(6) 2009; af3016c170xh stent graph (B)(6) 2009; iw1418c105xh stent graph (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was shocked four times and was taken to the hospital. Follow up was unable to discern if the shocks were appropriate or not. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.